Manufacturer narrative:
The referenced previous gi bleeding event was reported under medwatch MFR report #2916596-2017-00079. (B)(4). Approximate age of device - 43 days. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented for a follow-up clinic visit on (B)(6) 2016 with complaints of fatigue and continued dark greenish stools. The patient's hemoglobin level at the time of admission was 8.9 g/dl, but had been 11 g/dl a week prior. The patient¿s inr was 1.95 with an inr goal of 2.0 ¿ 2.5. The patient's anticoagulation regimen only included coumadin due to a prior gi bleeding event. An esophagogastroduodenoscopy and push enteroscopy were performed on (B)(6) 2016. A large actively bleeding arteriovenous malformation was found and cauterized with argon plasma coagulation (apc). The bleeding resolved at the time. The patient was also transfused with 2 units of packed red blood cells due to symptomatic anemia with a hemoglobin of 7.5 g/dl. The patient¿s hemoglobin stabilized after the blood transfusions. The patient remained off aspirin and the inr goal was adjusted to 1.8 ¿ 2.3. Additionally, the pump speed was decreased from 9400 rpm to 9200 rpm. A dose of IV fereheme was administered and the patient was subsequently discharged home. At the one week follow up clinic visit, the patient showed improvement in the hemoglobin level and the symptoms had resolved. No additional information was provided.